Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of I/a tips compromising the capsule; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file were reviewed by the manufacturing site. Photo shows lot information on manufacturer label. Reported issue could not be confirmed. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery an ophthalmic irrigation aspiration tips compromised the capsule during polish mode of phacoemulsification. Surgery was completed by implanting a three piece lens instead of the initially planned lens. This complaint is pertaining the two of two reports received from the initial reporter.